Event description:
New information received notes that the patient's ra lead exhibited another instance of over-sensing of noise. Further programming changes were made. The patient was discharged and no additional patient consequences were reported.

Event description:
New information received notes that the lead was capped and replaced on 3 jun 2022. The ra lead insulation was found to be twisted and peeling during the procedure. The patient was stable throughout

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check. Upon interrogation, the patient's right atrial (ra) lead exhibited noise and noise reversions leading to inappropriate automatic mode switch. Atrial lead noise was replicated with isometric testing. Corrective programming changes were made on (B)(6) 2021. The patient was in stable condition before, during, and after the event.